Event description:
Related manufacturer reference number: 2017865-2020-14735.

Event description:
Related manufacturer reference number: 2017865-2020-13833.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced an erosion. The implantable cardioverter-defibrillator system was explanted on (B)(6) 2020. No other patient symptoms were reported.